Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. A 5.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, prior to crossing the lesion, the shaft broke at the middle part. The device was easily removed, and the procedure was completed with another device without any patient complications reported.